Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 426.632s, lot: l863461, manufacturing site: grenchen, supplier: n/a, release to warehouse date: april 30, 2018, expiration date: april 1, 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp pl 4.5/5.0 broad curv 13ho l247 ti the plate was broken, and broken piece was also returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition lcp pl 4.5/5.0 broad curv 13ho l247 ti in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the lcp pl 4.5/5.0 broad curv 13ho l247 ti. While no definitive root cause could be determined, it is probable that the lcp pl 4.5/5.0 broad curv 13ho l247 ti was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: lc-lcp 4.5 broad curved ticp 12-26 holes dimensional inspection: drawing: lc-lcp 4.5 broad curved ticp 12-26 holes specified dimensions: shaft od near the tip measured dimensions: shaft od near the tip = conforming device used: caliper. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt, hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. (B)(4).. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: (B)(4) the event was reported about the same patient for the broken plate. It was reported that, on (B)(6) 2020, the patient underwent the surgery for fracture around the stem with the plate in question. Procedure was completed successfully. Later, on (B)(6), 2021, it was confirmed that the plate had been broken. Concomitant devices reported: unk - screws: trauma(part# unknown, lot# unknown, qty unknown). This report is for one (1) 4.5mm ti curved broad lcp(tm) plate 13 holes/247mm-sterile. This is report 1 of 1 for complaint(B)(4).